Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump passed displacement, rewind and basic occlusion tests. No motor error alarm and the motor was tested outside of the device and passed. No button error alarm, all of the buttons functioned properly and no damage noted on keypad traces. The insulin pump has minor scratched display window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error, button error and no delivery alarm during past events. The customer did not know the blood glucose readings during the time at which the alarms occurred. She also experienced a prime anomaly, stating that she was trying to prime the tubing but every time she pressed "yes," she saw drops and the insulin pump asked to rewind again. The insulin pump was stuck in the rewind complete/bolus delivery loop. The most recent blood glucose reading was 163 mg/dl. She noted that she had gone through a body scanner with the insulin pump still on prior to the motor error alarm. She advised that the no delivery alarm had been resolved by a complete infusion set change. No significant events leading to the button error alarm were observed. Advised replacement of the insulin pump due to the motor error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.